Event description:
Literature report references a previous article stating that the "pouch carcinoma occurred in a lady who had initially undergone adjustable gastric banding, complicated by gastric wall erosion that required band removal and conversion to rygbp. Five years later, she was diagnosed with a carcinoma of the pouch." Review of the original article finds that pt had epigastric pain, post operative reflux and the reported esophageal adenocarcinoma, after gastric banding appears to be a barrett carcinoma not necessarily associated with the implanted band. However, the author is uncertain of the etiology of the cancer and the device was not exhonerated.

Manufacturer narrative:
The product serial number, date of event, implant date and explant date were not provided in either of the articles. This info was requested from the articles author, but the info has not yet been rec'd by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint, because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. When, and if, add'l info regarding this case is rec'd, follow-up medwatch(s) will be submitted. Erosion, cancer and pain are all surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Per the literature report the cancer is "not necessarily associated with the implanted band", however, the article does allude to the possibility that the two are related and inamed's approach to compliance is to resolve all doubts in favor of reporting so the cancer is being reported in this medwatch. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."